Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during left-eye cataract surgery, while implanting the intraocular lens with the injector, jamming occurred at the posterior segment of the injector. The injector was replaced immediately to complete the procedure on the same day without any harm to the patient.